Event description:
User reported device did not adequately cool the patient. There was no patient harm.

Manufacturer narrative:
During on-site testing, problem could not be replicated. System cooled appropriately.